Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s family reported via phone call that the customer experienced high blood glucose of 425 mg/dl. The customer treated with syringe. Troubleshooting was performed and noticed the drive support cap appears normal. The customer also performed high pressure test and the pump did pass. The customer also states the cannula was bent. The insulin pump will not be returned for analysis.